Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was stripped during placement. Implant part stuck on implant. Dense bone, wouldn't advance. Bone loss was a reported consequence of the event. Tooth 31.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D10: iipdts, certain 4, 5, 6mm(d) implant driver tip - short/lot number unknown g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) 3i t3â® tapered implant 6/5 x 10mm (bopt6510) & one (1) certain 4, 5, 6mm(d) implant driver tip - short (iipdts) were returned for investigation. Visual evaluation of the as returned product identified the implant with placement tool attached. The reported event (damaged drive feature) was confirmed. The reported event (does not disengage/release) was unconfirmed. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2021101012). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (iipdts) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2021101012) for similar events and no other complaint was identified. A complaint history review by item number was conducted for the (iipdts) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing to recreate the reported event (does not disengage/release) verified that the devices can be easily separated by hand. Functional testing to recreate the reported event (damaged drive feature) could not be performed due to the nature of the device & event. A definitive root cause could not be determined. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are excessive torque applied during placement or failure to follow the recommended guidance for usage in surgical manual. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.